Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with pre-op diagnosis deformity involved in the correction procedure. It was reported that post-operatively, rod broke, and no fragment left in the patient body. Product was utilized correctly according to the directions given in the IFU/labeling. Patient is alive and no injury. On (B)(6) 2021, received additional information that levels treated/implanted- multi level. Rod popped out & visible from outside the skin. On (B)(6) 2021, received additional information that pain was reported in the patient due to rod popped out.